Event description:
Edwards was informed of an aortic valve explant after an implant duration of approximately 3 years and 7 months due to severe aortic insufficiency. Patient history was not provided. Operative report states "diameter of aortic valvular annulus was approximately 23 mm. Aortic biological valve was in place, three valve leaflets calcified and deformed, right coronary valve was damaged. Three valve leaflets had poor coaptation, showing severe insufficiency."

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is in progress. The information provided by the customer indicates this device was explanted due to aortic insufficiency but does not provide patient medical history or medications history. The damage referenced in the customer report cannot be determined at this time. The device was indicated as being returned for evaluation but has not yet been received. A follow up report will be submitted when new information is received.

Manufacturer narrative:
Evaluation summary attached: customer report of calcification could be confirmed. As received, all three leaflets appeared dehydrated. Leaflets appeared shrunken, stiff and brittle, non coronary leaflet had a cut area of 6mmx4mm, left coronary leaflet had a cut area of 9mmx9mm. Cut sections were not returned with the valve. Moderate calcification was observed on the aortic walls of the right coronary and left coronary leaflets, minimal to moderate calcification was observed on the aortic wall of the non coronary leaflet. The bellies of the right and non coronary leaflets exhibited moderate calcification, belly of the left coronary leaflet had minimal to moderate calcification. Free margins of the right coronary and non coronary leaflets had minimal to moderate calcification. Host tissue was minimal on both the stent inflow and outflow. The x-ray demonstrated calcification, no visible inconsistencies observed on wireform. Method: x-ray additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no patient history was available and there is insufficient information to determine root cause for this event.